Manufacturer narrative:
Concomitant product: model: d274trk, ICD; implanted: (B)(6) 2010, explanted: (B)(6) 2013, model: d314trg, ICD; implanted: (B)(6) 2013.

Event description:
It was reported that the patients left ventricular (lv) lead exhibited diaphragmatic stim. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.